Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced pelvic pain, erosion, urinary issues, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and removal of mesh on (B)(6) 2024. As reported to coloplast, though not verified, according to additional information received, the patient with this device experienced urinary tract infection, right groin pain, discomfort in area where the sling was placed, bacterial vaginosis and mild urinary leakage.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced pelvic pain, erosion, urinary issues, recurrence, bleeding, dyspareunia, heavy discharge, vaginal scarring, permanent disfigurement, and difficulty with daily activities, which ultimately required surgical intervention and removal of mesh on april 11, 2024.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.